Event description:
The customer reported patient circuit testing failed due to an inspiratory non-rebreathing check valve leak. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).